Manufacturer narrative:
Patient data - height 165 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav valve. The patient underwent a shunt system implantation on (B)(6) 2009. Later, the valve was noted to be blocked and not adjustable. As a result it was removed on (B)(6) 2019. No patient complications or adverse sequelae are reported. Additional information was not provided.